Manufacturer narrative:
The customer¿s complaint of over infusion was not confirmed during log review or reproduced during testing. ¿ review of the suspect device error log showed no errors were recorded on the reported event date. ¿ review of the suspect device event log showed, during a programmed infusion of an unknown medication at a rate of 5 ml/hr (vtbi= 100 ml) the suspect device was paused and restarted four (4) times and recorded alarms for patient side occlusion, air in line, and flo stop open. ¿ inspection of the devices showed no anomalies ¿ testing showed the device was delivering fluids within specification. ¿ testing showed the sear consistently engaged the safety clamp when the door opened ¿ the event administration set was not returned for investigation, therefore could not be tested. ¿ the devices were being used for treatment purposes. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. The root cause of the customer¿s complaint of over infusion was not identified. Inspection: the event administration set was not returned for investigation. Lvp sn (B)(6) the device was received in fair condition. The instrument seal was intact. Dried fluid was observed on the male iui, the female iui, on the rear case under both iui¿s, and inside the door. Scratch was observed on the right side of the rear case to top of bezel frame. Rear case observed cracked and damaged around the lighthouse. Crush marks were observed at the upper fitment of the tube guide which is indicitive of a set misload. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation (date code: march 2016; cavity code: 5) all inspected parts were determined to be manufactured by bd. Bezel was disassembled and observed in good condition (date code: june 2017) log analysis results: the customer provided an event date of (B)(6)2021. The pcu and logs were not provided for investigation. Review of the suspect device error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, the suspect device was not in use on the reported event date. Prior to the reported event date, the suspect device was in use (B)(6) 2021 attached to pcu sn (B)(6). At 4:31 pm, the suspect device was selected and programmed an infusiong of an unknown medication at a rate of 5 ml/hr (vtbi= 100 ml). Between 4:32 pm and 5:19 pm, the suspect device was paused and restarted four (4) times for a total stop time of 19 minutes 55 seconds and the device recorded the following alarms: - patient side occlusion (3) - air in line (1) - flo stop open (1) at 5:19 pm, the suspect device was channeled off. Calculated volume infused= 2.1875 ml test results: the event administration set was not returned for investigation. Lvp sn (B)(6) timed rate accuracy testing (dir 10000360036) was performed using the returned administration set, source device sn (B)(6) and test pcu to determine if the device was delivering fluid in specification. Results indicate that the system was operating within specification. Sear functionality testing was performed using the returned system and the returned administration set. The results indicate the sear consistently engaged the safety clamp when the door was opened. Test method information: 1503-001-029-r over infusion test method (dir 10000360063 v2) 1503-001-006-r rate accuracy test method (dir 10000360036) complaint history review: lvp sn 13546046 a review of the complaint history record in trackwise and sap was performed for the suspect device 13546046 which did not confirm similar complaints with the same or related failure mode. Device history review: lvp sn (B)(6) a review of the device history record showed the device had a manufacture date of 11/14/2011. The review was performed from the date of manufacture to the present date 07/27/2021. A review of the device history record in sap for suspect device 13546046 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
Customer called in and stated that this 8100 pump module "really likes to push out the medication". They would like this device examined. It was later reported the module infused an entire bag of fentanyl over 30 minutes rather then the intended rate of 5 ml/hour. Customer stated that he doesn¿t have the controller. This event happened in the ER. No adverse event reported. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient information not provided. Although requested, product has not been received.

Event description:
Customer called in and stated that this 8100 pump module "really likes to push out the medication". They would like this device examined. It was later reported the module infused an entire bag of fentanyl over 30 minutes rather then the intended rate of 5 ml/hour. Customer stated that he doesn¿t have the controller. No adverse event reported. Although requested, further information not provided.

Event description:
Customer called in and stated that this 8100 pump module "really likes to push out the medication". They would like this device examined. It was later reported the module infused an entire bag of fentanyl over 30 minutes rather then the intended rate of 5 ml/hour. Customer stated that he doesn¿t have the controller. This event happened in the ER. No adverse event reported. Although requested, further information not provided.

Manufacturer narrative:
The root cause of the customer¿s complaint of over infusion was not identified. Complaint history review: lvp sn (B)(6) a review of the complaint history record in trackwise and sap was performed for the suspect device (B)(6) which did not confirm similar complaints with the same or related failure mode. Device history review: lvp sn (B)(6) a review of the device history record showed the device had a manufacture date of 11/14/2011. The review was performed from the date of manufacture to the present date 07/27/2021. A review of the device history record in sap for suspect device (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.